Event description:
The device was used during a thoracoscopy. Reportedly, some staples were caught staple pockets after firing. Another device was used to finish the procedure. No pt injury was reported.